Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition was found upon power up of the device, but it was not reported in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported. No additional information is available. The user interface module software version is 6.13.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed but not reproduced by baxter service personnel. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. This issue has been escalated to CAPA. A review of the product labeling was performed and found the labeling to be adequate. Should additional information be received, a follow-up medwatch will be submitted.